Manufacturer narrative:
The field service representative and field application specialist visited the account and determined the discrepancies were possibly due to calibration drift or reagent degradation. The field service representative replaced reagent cassette, performed analyzer checks, calibration and qc.

Event description:
Customer had intermittent discrepant calcium results for approximately one month. She provided six patient examples, three were discrepant. Samples were sent to an outside reference lab to be repeated on a siemens advia analyzer: patient 1, initial result 10.2, repeated on (B)(6) 2010 gave 8.4 mg/dl. Doctor ordered ultrasound based upon initial reported calcium result. Patient 2, tested (B)(6) 2010, initial result 10.9 (accompanied by a data flag), repeat same day gave 10.1 mg/dl. Patient 3, tested (B)(6) 2010, initial result 10.6 (accompanied by a data flag), repeated (B)(6) 2010 gave 9.6 mg/dl. Diagnosed with hypercalcemia, customer not sure if diagnosis was due to initial reported calcium result. Original results were reported, corrected reports were not issued. No patients were adversely affected and patients are fine. Customer has not heard any word otherwise. Two calcium reagent lots were used during this timeframe: 61867901 61480901 the field application specialist determined customer may have had a pipetting issue since they had three probe crashes within last three months. She also questioned the reference lab results. The field service representative was unable to duplicate the issue. He ran performance tests, precision tests and controls all which were acceptable.

Event description:
Customer reported a high pitched noise coming from the high voltage supply. No patient injury was reported.